Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 2/7/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed; alarms were found in event history alarm. Additionally, the device failed the motor test. The printer wire assembly board, motor, pogo pins, battery springs and ground plate were replaced.

Event description:
It was reported that the pump alarmed and exhibited error code 45630. Troubleshooting was performed and the pump did not power on. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.